Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient received inappropriate shocks due to low impedance. The patient refused an explant procedure. Patient will be monitored.